Event description:
The patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt developed a spinal headache that somewhat resolved but then returned on third day of trial. Pt also experienced nausea and vomiting. Csf leak may have occurred during placement of one or the other of the trial leads during trial procedure. Trial was ended and trial leads were explanted. IV fluids were given and the hcp did a blood patch procedure on the patient on (B)(6) 2022. Blood patch procedure performed on patient and trial leads were explanted. The hcp plans to return-trial this patient in the future. The patient was sent home following the blood patch procedure and trial lead removal. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 22-apr-2026, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 22-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.